Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -5.5 diopter, in her left eye (os). The patient reported eye is worse for reading. The lens was implanted on (B)(6) 2012. The facility reported they confirmed the patient report. Date of last visit was (B)(6) 2016 and reported patient had presbyopia, with a mild cataract. No medications or treatments were required and the event was not related to the device. The lens remains implanted.